Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that one of the welds of an r3 straight shell impactor broke down and is now unable to be sterilized. Surgery had been completed, without any delay, with a smith and nephew back up device. The patient was not harmed as a consequence of this problem.

Manufacturer narrative:
H3,h6: the device was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are prior actions related to this device and failure mode. The original supplier did not meet the design control specification; therefore, a new supplier is to be selected to minimize the occurrence rate of this failure. However, the likelihood of failure is present as this device is designed to endure multiple surgeries. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.